Event description:
It has been reported that the customer felt that the pdm was really hot in her pocket. She removed it and saw that her leg was red because of the heat. The color of the screen changed (it became blue) and there was a robot which was red and green. When it cooled down, the customer could use it but the battery emptied really fast.

Manufacturer narrative:
According to the reporter the device became hot, and her skin became reddened. Thermal runaway did not occur, as the device remained functional. No medical treatment or intervention were required. According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.